Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Additionally, it was reported that he customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a computer usb port or a car power adapter. There was no reported adverse impact to the customer¿s blood glucose level.